Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb cable. It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A manual correction injection of insulin was delivered to address bg. Reportedly; the customer was able to successfully charge the pump using a secondary wall power adapter wall adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.